Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and unexpected restart alarm. The customer¿s blood glucose was 240 mg/dl at the time of incident. Customer stated that the insulin pump alarmed unexpected restart after battery change. Customer reported that the insulin pump alarmed another unexpected restart after a new battery was inserted. Customer also reported that the insulin pump buttons were hard to press and no significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. It was also mentioned that the insulin pump had cracks on the reservoir compartment. Customer had a high blood glucose of 315 mg/dl and treated with insulin pump and manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Act and esc buttons did not respond due to unlock on lcd keypad connector. Unable to perform self test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Unable to verify the external ram crc error alarm, unexpected restart error alarm and reset anomaly due to button keypad anomaly. Pump had cracked case at reservoir tube window corners.